Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4 PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿, one patient sample had fibrin strands resulting in abnormal hcg test results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation. The photos show over 30 samples that were processed. The angle of the photos only showed a top-down view, and red cell hang up was the only defect that could be perceived. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Further clinical testing could not be conducted for erroneous results as bd clinical laboratories are unable to test for hcg under current guidelines. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell hang up. This complaint has not been confirmed for the indicated failure mode: fibrin and erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® sst¿, one patient sample had fibrin strands resulting in abnormal hcg test results. No adverse impact was reported regarding the patient or user.